Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an impedance test indicated that electrode 15 was out of range (red). It was unknown what environmental, external or patient factors may have led or contributed to the issue. The rep was easily able to program around the affected electrode. The issue was reportedly resolved. No symptoms were reported.